Manufacturer narrative:
Tsi continues to request information from distributor.

Event description:
It was reported to the distributor, that while the procedure was taking place, a screw broke into 2 while the arm was installed properly. One of the two parts "projected" and hit an or personnel in the head and fell (translated from french).

Manufacturer narrative:
Tsi continues to request information from distributor. 02 sept 2021: customer confirmed that they will not receive device back from hospital. No further information is available.

Event description:
It was reported to the distributor, that while the procedure was taking place, a screw broke into 2 while the arm was installed properly. One of the two parts "projected" and hit an or personnel in the head and fell (translated from french).